Event description:
A (B)(6) female patient contacted zoll lifecor customer support service to report that one of her batteries would not fit into the monitor. The psr also stated that one of the pins in the monitor appeared to be bent. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (batteries will not go into the monitor) was confirmed. The monitor's battery connector pins were bent, preventing the batteries from being plugged into the monitor. The cause for the bent battery pins was not positively identified but was likely due to a misalignment problem when the patient inserted the issued battery pack into the monitor. The root cause for the misalignment problem was not positively identified. No adverse event resulted from the defective monitor. The patient received a replacement monitor.